Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that patients iop (intraocular pressure) was increasing, when the lens was ready to be implanted, it was out too much. The procedure completed on the same day. As per the surgeon opinion, increased iop was cause for the event.

Event description:
A facility representative reported with a description of intraocular lens (iol) couldn't load. Lens was not used. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).